Event description:
The customer reported clear fluid leaked on the front left side of the unit near the connection to the slidemaker involving coulter lh 780 hematology analyzer. The customer noted the liquid was contained within the unit. The customer had on personal protective equipment (ppe): laboratory coat and gloves during the incident and followed the laboratory's biohazard procedure. No patient results were impacted. The customer did not come into direct contact with the liquid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) observed a fluid leak at the probe wipe assembly on the lh780 unit and noticed cut tubing on the probe wipe assembly. The fse replaced the cut tubing and resolved the leak issue. The unit conformed to the manufacturer's performance specifications. (B)(4).